Event description:
It was reported by the rep that the (1) tlc75 was used during a subtotal colectomy procedure. It was reported that the device would not fire upon the initial firing. The case was completed with another device and with no pt consequence.